Event description:
It was reported that a motor stall had been confirmed in the event logs with no motor stall recovery. The motor stall started the night prior to the report around 6:30. It was noted that the patient did not have a magnetic resonance image (MRI). It was also noted that the patient starting hearing the alarm. Additional information received reported the patient had increased pain. The severity of the event was reported to be moderate. The patient had been hospitalized as a result. It was also reported that the patient was scheduled for a pump replacement due to the motor stall. The pump was infusing sufentanil and bupivacaine. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4) implanted: (B)(6) 2011, product type: catheter (B)(4).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Analysis found corrosion on upper gear shaft of gear two and slight wear on the inlet and outlet portion of the pump tube.

Event description:
It was later reported that the pump was replaced on (B)(6) 2015. Device interrogation found a motor stall occurred in (B)(6) 2015. The etiology was considered related to the device and not related to the implant procedure. The patient had a sudden increase in pain. The outcome resolved without sequelae on (B)(6) 2015.